Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a marathon catheter leak. The patient was undergoing a procedure for onyx liquid embolization system treatment of an arteriovenous malformation (avm). Vessel tortuosity was moderate. It was reported that the devices were prepared and catheter was flushed per the instructions for use (IFU). Upon advancing the marathon catheter, a contrast medium injection was performed to conduct a test; subsequently, saline solution was infused, followed by 0.23 ml of dmso. When proceeding to inject the onyx, a leak was observed at the distal end of the catheter, thus the marathon catheter was removed immediately. There was no harm or injury to the patient associated with this event. The event did not lead to or prolong patient's hospitalization and no additional intervention was required.

Event description:
Additional information was received reporting that the case was successfully completed using an apollo catheter. No causes or factors were identified that contributed to the marathon catheter leak. There was not resistance when injecting onyx through the marathon. The physician did pause during the injection, specially noted as, "the leak was evident from the first injection, which was performed with a pause." The injection rate was followed as indicated in the instructions for use (IFU). The onyx did become embedded in an undesired location of the m1 segment; however, it was noted that "it did not cause harm." The information has been confirmed/ provided by the physician.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.